Event description:
Customer reported that he had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 576 mg/dl when paramedics arrived. Customer stated that he had chest pain, a seizure and passed out outside of his work building. Customer also stated that his insulin pump was alarming no delivery and his infusion set was not inserted correctly. Nothing further was reported.

Manufacturer narrative:
Cracked reservoir tube lip, scratched display window, missing address/serial number label and cracked case near display window corners noted during visual inspection. Unable to prime during prime alarm test due to to faulty force sensor. Unable to perform excessive no delivery alarm test and occlusion test due to prime anomaly. The insulin pump passed basic occlusion and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.